Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4). Note: at call back on (B)(4) 2016, unable to establish contact with the customer via telephone; voicemail was left. At call back on (B)(6) 2016, they customer stated her condition had improved and she was not currently having any diabetic symptoms. The customer stated no medical intervention was needed since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 419, 384 and 367 mg/dl. The customer's expected fasting blood glucose test result range is 158 - 175 mg/dl. During the call on (B)(6) 2016, the customer's husband stated that the customer was feeling "achy" and that it could be related to her diabetes. The customer's husband was advised to seek medical attention should customer's symptoms persist. The customer's husband declined seeking medical attention for the customer and wanted to continue to troubleshoot. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 360 mg/dl and 365 mg/dl using truemetrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is (B)(6) 2016. After performing the back to back blood tests the customer's husband stated that he was comfortable with the results. The meter memory was reviewed for previous test result history (date/time not set): (B)(6). Memory concerns: customer is concerned with all of the results.